Event description:
It was reported that a patient underwent a uterine fibroid excision procedure on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. It was visually examined and no defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.